Manufacturer narrative:
There is no resolution or confirmation of failure for this reported complaint. The hospital has not accepted a quote for the repair of the device. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and shutdown. Mechanical ventilation was not available. There was no report of patient involvement.&#842;